Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric sleeve procedure, while stapling the sleeve, the surgeon felt that she saw the serosal tissue layer being dragged as the reload was being fired. There was no malformed staples and staple line was complete,the doctor just felt like she was seeing something different. Ultimately the staple line was fine and did not need to be resected or over-sewn. They replaced with a new handle to complete the case. There was no patient injury.